Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health-care provider (via fax), additional information and the operative report was received on 04/09/2010. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the device was explanted after implant duration of zero days. On 04/09/2010 (through follow-up with the health-care provider), it was learned that the device was explanted due to a sizing issue. Per the operative report of (B) (6) 2010, after the annuloplasty was performed, "it was clear at this point, we had a significant amount of tr. It was clearly improved from the severe that had began, but I did not feel it adequately to leave this. I therefore clinched down the caval tapes and reopened the right atrium. I took out the previous ring and downsized to a 30-mm ring."